Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the lens was cut in half, most probably to make explant possible. Considering the condition of the returned lens, additional analysis is not possible. The customer's reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. There is no complaint related test. The in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power and resulting contrast and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zct400 18.0 diopter, was performed on the left eye of a male patient because he was not happy with his blurry vision. There was no incision enlargement or vitrectomy. The replacement lens was from another manufacturer with a smaller diopter (17.5 d). The patient is happy with his vision. No additional information was provided.